Event description:
(B)(4). Getting ready to have surgery on (B)(6) to remove the essure. If essure removal doesn't help hysterectomy is next step.

Event description:
(B)(4). Horrible pelvic pain.. Feels like someone is stabbing me and twisting my ovaries... Irregular bleeding with huge amounts of blood loss and huge blood clots.. Feeling of tired all the time, constant brain fog, have a hard time remembering things I should..low b12 vitamin, horrible low back pain and hip pain...